Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor unexpectedly went into threshold suspend. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for sensor but ut appeared that the customer's technique for insertion was fine and customer was advised to monitor the site and reinsert a new sensor. No further information was provided.